Event description:
It was reported that the device is not meeting the longevity expectations of the customer. Based on the programmed parameters the customer feels device should be lasting longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-65, implantable tachy lead, (B)(6) 2002; 2187-75, implantable pacing lead, (B)(6) 2002; d224trk, bi-ventricular (bi-v) defibrillator, (B)(6) 2010; 6725, adaptor (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was further reported that the battery was at elective replacement indicator (eri). The device was removed and replaced.